Event description:
International affiliate reported that a pt underwent right hip replacement in 2005, and a reservoir was used in the post-operative period. The pt developed a fever five weeks later and was diagnosed with post-operative implant infection. The pt was treated by site washing and drainage and placed on an 18 day regimen of vancomycin then changed to ciprofloxacin hydrochloride. An inflammatory reaction continues one month following initial onset of symptoms and the pt continued to see his physician.